Manufacturer narrative:
Device evaluation of belt sn (B)(4) has been completed. The reported problem (damaged connector constant gong alarms) was confirmed. As received, the belt failed incoming therapy electrode (te) recognition testing. Upon evaluation, the trunk cable connector was cracked and the black (main batt) wire was open inside the trunk cable. The cause of the constant gong alarms and incoming test failure is the damaged connector and wire. The root cause of the damaged connector and wire is excessive force placed on the cable.no adverse event resulted from the damaged belt.

Event description:
A us distributor contacted zoll to report that the trunk cable connector was damaged and that the device was producing constant gong alarms.